Manufacturer narrative:
Concomitant medical products: product ID 8703w, lot# l70179, implanted: (B)(6) 1999. Product type: catheter. (B)(4).

Event description:
It was reported that during a refill appointment, upon obtaining telemetry of the pump, a motor stall was noted with a "stopped pump period may exceed tube set" message. The pump logs were therefore reviewed and there were two motor stalls with recovery on (B)(6) 2013. The patient noted having a magnetic resonance imaging (MRI) study on (B)(6) 2013. There was another motor stall recorded on (B)(6) 2013, followed by one "stopped pump period may exceed tube set" message, which was reported to be on (B)(6) 2013. The reporter later indicated that when the latest pump logs were read, the last indication was "motor stall recovery occurred." After review of all reported information, the event suggested a possible false motor stall, but this was not confirmed; although it did appear that the last message within the logs was a recovery. In addition, it was noted that it was possible that the patient had another MRI which caused the second motor stall event. The pump was being used to deliver sufenta.